Event description:
It was reported that there was a power on reset (por) condition, which occurred tuesday night prior, and the error code was 0400. The por was able to be cleared using the clinician programmer. The patient went through a theft control security system and did not turn off the implantable neurostimulator (ins), which occurred three days prior to the report. The patient was not aware the ins was off or noted any changes to during this time, and it was reviewed that it was uncertain if that would have caused the por. It was later reported that the patient didn¿t experience any symptoms with the por and was doing great. The patient thought he maybe had left the ins on when he walked through the theft control device. The patient was extremely happy with his ins and it was providing excellent pain relief and he was just extremely pleased with how much it improved his quality of life.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).